Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, deflation difficulties were encountered. The lesion was located in the left anterior descending (lad) artery. The percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. The maverick2 9mm x 2.5mm balloon catheter was advanced for post-dilatation of a previously placed stent. Upon attempting to deflate the balloon, the balloon was unable to be deflated. The physician attempted deflation using negative pressure with a syringe without success. With the balloon still inflated, the physician pulled "forcibly on the device and was able to remove it from the pt. The pt's status is reported as "ok".